Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was possible pocket site infection. Patient was seen in office. Patient was scheduled for surgery to clean out/ irrigate and investigate pocket site. Dr (B)(6) irrigated and visualized pocket site. He elected to replace ipg just in case. No issues with system or ipg at all was replaced completely electively as a precaution and decided by physician .